Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient had suspected infection at ipg site as it had redness, swelling and pus. Surgical intervention was undertaken to address this issue wherein the ipg was explanted and the leads were cut and left in situ (related manufacturer reference number: 1627487-2022-04900, 1627487-2022-04901 I).t is unknown if lab testing was done to confirm infection or if further interventions were taken to treat the suspected infection.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.